Manufacturer narrative:
Additional information: d9, g3, h3, h6: the complaint allegation is confirmed. One unpackaged ar-9239ag was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that all the laser markings are worn off the device. Also, the device shows signs of wear and tear throughout. The most likely cause is attributed to wear and tear due to repeated use of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, it was reported by a sales representative via (B)(4) that an ar-9239ag 4.5 mm inferior drill was deemed too dull. This was discovered during an arthroplasty procedure with no patient harm.